Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times. The first inflation was performed at 6 atm, the second at 9 atm, and during the third inflation, while inflating and maintaining the balloon at the rated burst pressure (rbp), the balloon ruptured at 12 atm after 30 seconds. The device was removed along with the delivery system without any problems. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times. The first inflation was performed at 6 atm, the second at 9 atm, and during the third inflation, while inflating and maintaining the balloon at the rated burst pressure (rbp), the balloon ruptured at 12 atm after 30 seconds. The device was removed along with the delivery system without any problems. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was completed and confirmed that the event of balloon rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition based on the available information, reported anatomical detail and the record review conducted at the complaint investigation site. Based on the available information it is likely that the reported balloon ruptured occurred due to interaction between this device and the lesion anatomy present in the vessel with 90% stenosis, severe calcification and severe tortuosity.